Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the stomach on a bariatric surgery, the staples of the first reload was not able to form "b" shape and it was sliding on the tissue. The second reload with the same lot# was stuck to the tissue and did not leave from the tissue. There was no patient injury.